Event description:
Reference importer # (B)(4).

Manufacturer narrative:
We requested the customer to return the gf-210ra with the interface cables, tubing, and etc. For the evaluation and investigation. However, only the gf-210ra was sent in to us. The gf-210ra was evaluated, but the issue could not be duplicated in testing. We have contacted the customer to return the interface cables, tubing, and etc. That was being used with this unit. Awaiting requested cables for failure investigation.